Event description:
It was reported that the patient's pump was implanted last year. However, over the past two months the patient presented on a regular basis with non-specifically being unwell. The patient¿s condition kept fluctuating with episodes of being irritable, flushed, tachycardic and hypertensive. He would also at times vomit with these episodes. Gradually, the patient¿s motor function had deteriorated and his speech had also been affected. His infection markers and base line bloods including urea, electrolytes, fbc, crp, lft, glucose are all normal. His recent computerized tomography (CT) scan of the brain did not reveal any new pathology such as hydrocephalus. His abdominal ultrasound looking at the kidneys were normal as well. The patient was started on diazepam and was already on trihexyphenidyl for his dystonic movements. Despite the increases and addition of the diazepam to aid the spasticity the patient continued to experience a wide fluctuation of spasticity and floppiness. In the itb clinic over last two to three months his dose had been gradually increased from 360 micrograms to 500 micrograms per day. He was on continuous infusion and no bolus and his pump interrogation had not revealed any abnormality. There were no volume discrepancies and no alarms noted. The health care providers had wondered, given his fluctuating autonomic features if there was a mechanical reason for his it baclofen delivery that would explain the fluctuating symptoms. A catheter access port test or dye study was performed which indicated a distal spinal catheter blockage in at least the last 5-10 centimeters (cm) and as a result the patient underwent a spinal catheter revision ¿last thursday.¿ the catheter segment would not be returned. The patient was doing better and was more consistent but now had a concurrent virus causing him to be ¿under the weather.¿ this device system delivered compounded baclofen. The concentration was changed from 2000 micrograms to 3000 micrograms at the catheter change. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8781, lot # unknown, partial, (B)(6) 2014, product type catheter. (B)(4).